Event description:
It was reported that the patient with this pacemaker device exhibited atrial undersensing. The health care professional (hcp) had called for assistance with programming into magnetic resonance imaging (MRI) mode. Technical services (ts) stated that the device was MRI conditional, and lead measurements were within normal range. The patient was in a possible atrial arrhythmia, possibly atrial fibrillation (af) and the atrial lead was undersensing. The hcp wanted to continue with MRI. Ts stated that the hcp should exit MRI protection mode when scan was complete and call back after scan if necessary. This device remains in service. No adverse patient effects were reported.